Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 cgm failed to connect to the ilet, and the caregiver was guided to restart the ilet and verify the correct sensor, after which the user reported willingness to call back if further assistance was needed. Symptoms included no reported changes in blood glucose. Outcomes included no reported impact to clinical status, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and device restart to address the pairing failure. Investigation of this case revealed a communication or connectivity issue between the cgm and the ilet, with no malfunction of insulin delivery reported. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient connectivity issue resolved through device restart and confirmation of cgm setup.